Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown duration of signal loss occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage was performed and passed. Bluetooth was performed and passed . A review of the bin file was performed and loss of connection greater than 3 hours was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. The reported event of an unknown duration of signal loss is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.